Event description:
Customer reports the advantage meter produced a result of 960 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.